Manufacturer narrative:
(D10) concomitant device(s): 350-12-01 - tibial plate fb sz 1 rt. 350-02-02 - talar implant sz 2 rt. 350-10-01 - ankle sz 1 locking clip. (H3) pending evaluation.

Event description:
As reported by the exactech vantage total ankle study, the 64-year-old female patient had an initial right taa on (B)(6) 2018 captured on (B)(4) with a revision to the ankle (B)(6) 2022. The patient presented with pain, 1 year(s) and 3 month(s) post procedure on (B)(6) 2023. The patient reports traveling through the (B)(6) in (B)(6) approximately 4 weeks ago. Developed increased pain and swelling in the right ankle. Patient denies known injury or trauma and reports the pains are primarily along the outside of the ankle, but also has some pain in the front and inside of the ankle. The outcome of this event is considered continuing and the report indicates that the action taken is other - anti-inflammatory meds - prn, recommend walking boot to provide support. The case report form indicates that this event is definitely not related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: d10, h6, h11 the following sections were corrected: d1, d4, g4, h6 d10: (B)(6) - tibial plate fb sz 1 rt (B)(6) - talar implant sz 2 rt (B)(6) - ankle sz 1 locking clip (B)(6) - tibial insert fb sz 2 rt 6mm h11: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, cannot be conclusively determined. The activity reported by the patient may have contributed to the reported event however this and the reported event cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.